Event description:
It was reported that during a longo procedure, the doctor stated that the stapler could not staple fully. The procedure was completed manually. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Breakaway washer indented. The analysis results found that the device arrived in good visual condition with only 6 partially formed staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the device complete the firing sequence? Yes. Were all the staples deploy? Partially. Did the device fully cut and partially staple the tissue? Yes. Were the deployed staples formed correctly? No. What area of the staple line failed? (Anterior or posterior) both. Was a leak test performed or was it visually detected? It was visually detected.